Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen with concentration 1500 mcg/ml at a dose rate of 132 mcg/day via an implantable pump. It was reported that the patient was being submitted to a pump replacement surgery when the issue occurred. During the replacement surgery it was not possible to observe cerebrospinal fluid (csf) reflux from the catheter's pump connector. An attempt was then made to aspirate csf through the connector with a 2 cc syringe, however no csf reflux was observed. Therefore, the pump connector was replaced with a model 8784 kit after extracting the pump. The catheter's pump segment and connector from the spinal segment of the catheter was further noted. However, the spinal segment of the catheter did not enter the connector of the 8784 kits, so the medical team noticed that the catheter appeared to be completely closed/obstructed, as it was not possible to see the hollow interior of the catheter. Furthermore, the medical team noticed that the spinal segment of the catheter appeared to be damaged. It was possible to pull and distinguish the different layers of the catheter. It was noted that further length of the spinal segment was cut but the catheter was still obstructed. Therefore, the complete catheter was extracted and a new model 8780 catheter was implanted in the patient. There were no know factors that may have led or contributed to the issue. The explanted catheter was to be returned to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2022. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8780. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown implanted: (B)(6)2015 explanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number and implant date of the pump was clarified. The serial number of the catheter was not recorded / retained in the patient¿s medical record by the hospital. The catheter and pump were implanted on (B)(6)2015. The catheter was being returned to the manufacturer.

Manufacturer narrative:
H3: the catheter was returned in 5 segments. Analysis of the catheter revealed a kink in the catheter body. Analysis further noted that the inner lumen of the catheter was either missing or pushed deep into the outer catheter body covering. H6 correction/update: the device code a12 was previously indicated in error medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.